Event description:
The reporter indicated that on (B)(6) 2023 a 12.6mm, vicm5_12.6, -7.00 diopter, implantable collamer lens tore/broke during loading. There was no patient contact. A replacement lens was implanted and the problem resolved. In the reporters opinion the cause of this event is unknown.

Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Manufacturer narrative:
H6 - medical device problem code 1494: off-label use (over 45 yrs of age at date of implantation) added to initial MDR. Claim # (B)(4).